Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during closure on an open procedure, on the first device they struggled getting the needle pulls through the tissue and the second the needle was bent. They used another pack of suture to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture fragment and one needle. The needle was received unbroken with no signs of bending. Upon microscopic inspection, instrument marks were observed on the needle. As no sealed samples were returned, bend moment testing could not be completed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to mishandling the needle by grasping it at the tip or swaged end. If information is provided in the future, a supplemental report will be issued.